Manufacturer narrative:
The duragen suturable dural regeneration template 3 (durs3391) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed and found no anomalies. Failure analysis - eight (8) retain sample units were visually inspected. No defects in the sponge or tray packaging were observed. Root cause - based on the limited information provided, the two most likely causes for the reported condition, per scientific affairs, are: surgeon error ¿ insufficient overlap with existing dura and/or sutures not placed appropriately. Undetected underlying hydrocephalus related to the condition or as a result of the surgical procedure. Therefore, based on the information available the possible root cause for the reported event could be related to insufficient overlap with existing dura or undetected underlying hydrocephalus. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen suturable dural regeneration template 3 (durs3391) was used during a ventricular shunt of the patient and after 24 postoperative hours, the patient presented a cerebrospinal fluid (csf) fistula again requiring a reoperation or fistula closure. There was a delay of few minutes due to product problem. Patient was reported as stable.